Event description:
This complaint is now reportable based on the analysis completed on 11/27/06. It was reported that during a coronary stenting treatment procedure the stent could not cross the lesion. The physician attempted to place a 3.50x28mm taxus express2 drug eluting stent, but had difficulty crossing the lesion. The procedure was completed with another taxus express2 3.50x28mm stent. There were no pt complications and the pt's condition is reported as ok. However, the returned product confirmed that there was proximal stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent found proximal stent damage. Some of the stent struts were pulled back proximally. No kinks or damage were noted along the shaft of the device. The balloon and tip profiles were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The root cause of the reported complaint cannot be conclusively determined. However, proximal stent damage is consistent with the device meeting some form of restriction on withdrawal. A review of the mfg records for this particular batch shows that the device met its material, assembly, and product specs at the time of release to distribution.